Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited oversensed noise which resulted in approximately 2.5 seconds of pacing inhibition. All diagnostics were within range. Boston scientific technical services (ts) discussed possible causes and troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received indicating the sensitivity was reprogrammed and noise was no longer sensed by the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.